Event description:
Medics used the device on a 95 year old male diagnosed in cardiac arrest. The pt had a functioning implanted pacemaker. An automated ECG analysis was performed and a shock was advised. The device allegedly displayed the message, charge removed, immediately after the defibrillator began to charge, and the device failed to complete charging and a shock was not delivered. Subsequently CPR therapy was performed. After several minutes another analysis was performed and no shock was advised. The pt was not resuscitated.